Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "a 4fr bilumen PICC catheter is inserted through the brachial vein of the right upper limb, under ultrasound guidance. After the catheter is inserted, the proper position of the catheter is verified by x-ray; at this point, the catheter is found to be coiled at the level of the subclavian vein. The catheter is repositioned, with no other complications." Additional information: the catheter was not bent; the issue was with the catheter. The guide had already been removed when the coiled catheter was detected." There was no reported patient harm.

Event description:
It was reported that: "a 4fr bilumen PICC catheter is inserted through the brachial vein of the right upper limb, under ultrasound guidance. After the catheter is inserted, the proper position of the catheter is verified by x-ray; at this point, the catheter is found to be coiled at the level of the subclavian vein. The catheter is repositioned, with no other complications." Additional information: the catheter was not bent; the issue was with the catheter. The guide had already been removed when the coiled catheter was detected." There was no reported patient harm.

Manufacturer narrative:
(B)(4)